Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not detecting the syringe correctly, plange sensor not reading right in diagnostics. "No syringe detected" error. There was unknown patient involvement.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. H6. Investigation codes: updated. Investigation summary: the customer reported that the device was not detecting syringe correctly and flange sensor was not reading right in diagnostics. "No syringe detected" error. No physical damage. Able to confirm the complaint by using onboard diagnostic tests by using calibrated plugs to confirm that the complaint was accurate and by reviewing the pumps history log. The pumps went through a full calibration verifying the pumps accuracy. The pump passes all validation tests. The pump was programmed to software v1.6.5 and was reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.